Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason.

Manufacturer narrative:
Exact date unknown, event occurred about two years ago from the date the manufacturer became aware of the event. Explant date: two years ago.